Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: lens work order search; medical review. Results: the product pertaining to this complaint was not returned. A lens work order search revealed that there were no similar complaint for the same type of problem from the work order. Medical review - clinical studies have shown that anterior sub-capsular cataract occurs in 1/3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. According to (B)(4) fmea , it has been determined that the inadequate vaulting is a consequence of a wrong lens use failure mode and patient condition. (B)(4).

Event description:
The surgeon inserted an icm115v4 implantable collamer lens on (B)(6) 2010 and the vault was too small. A small anterior capsule opacification was noted and an iridectomy was performed.